Event description:
Caller reported a malfunction on the pump, identified by a malfunction code. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact support again if the issue reappeared.